Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that a patient underwent revision surgery following a fall.

Manufacturer narrative:
Please note the following correction: the establishment FDA registration number was corrected from 0001649390 to 3000931034. D3 (manufacturer entity), d4 (catalog #) and g1 (manufacturing site). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a patient underwent revision surgery following a fall.